Event description:
During an simple mastectomy/sentinal node dissection, the device gave solid tone. Troubleshot, and it did not work. Opened new handpiece and continued procedure without incident. No patient consequence.